Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there were intermittent picture issues. A delay in the procedure of approximately one (1) minute occurred as a back-up standard laryngyscope was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure was confirmed. Several test blades were tried with the smart cable to confirm the failure. The device has already been replaced and the returned device was scrapped.